Event description:
Patient's white lumen was leaking intravenous fluid when it was flushed. A repair kit 7fr 22mm was inserted and then the subq area around the site became edematous after intravenous fluid was infusing. Note: this complaint file is for the subq leak after the repair.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of huuh1153 showed no other similar product complaint(s) from this lot number.